Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving a glucose result of 89 mg/dl on their freestyle freedom blood glucose monitor, and within 10 minutes reported receiving glucose results of 28 mg/dl and 39 mg/dl on a unknown brand of competitor meter. The customer then reported feeling dizzy, lightheaded, and immobile. Paramedics were called and the customer was taken to a local hospital where he was diagnosed with hypoglycemia. The paramedics administered orange juice with added sugar to stabilize glucose levels.